Manufacturer narrative:
The logs were reviewed from (B)(6) 2021. On (B)(6) 2021: at 10:11:31 pm, the screen was turned on. At that time, the ibc (indicated battery charge) was 95% and the abc (actual battery charge) was 91%. On (B)(6) 2021: at 1:14:23 am, the user received an alert 2 (low power alert) indicating there was 20% battery charge remaining. At 2:01:33 am, the user received an alert 3 (very low power alert) indicating there was 5% battery charge remaining. At 2:31:53 am, the user received an alarm 12 (battery extremely low) indicating the pump was about to shut down. At 2:39:31 am, the pump entered shelf mode. The root cause for the battery depleting faster than expected was the screen stayed on for an extended period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 322-323 (mg/dl). The customer continued to use the pump for insulin therapy.